Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, the patient complained of vomiting after leaving and returning to the ward. A brain computerized tomography (CT) scan showed the presence of air. No further patient complications have been reported as a result of this event.